Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to frequently change the insulin pump's battery. They changed the battery one night because the insulin pump had a low battery. The next day they received a low battery alert and had to change the battery three times. The batteries were all brand new. The customer also received a failed battery alarm after inserting a battery. Troubleshooting was not completed because the customer did not have another new battery to test out. The customer was advised to revert to a back-up plan until he is able to get another new battery. The customer's blood glucose level was unknown.